Event description:
It was reported that the pt was implanted a inverse/reverse screw system, 4.5-30 on (B)(6) 2013 to secure a glenoid base plate together with allograft. The following was reported: "at the time of implantation the implant was stable. At some point after the pt was discharged from the hospital the implant became loose. As a result of this movement one of the screws securing the baseplate and allograft to the host bone fractured." Loosening of the baseplate is reported under (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices or other source documents for review as the pt has not been revised. One x-ray has been received. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated. Zimmer's reference number of this file is (B)(4).